Event description:
Hickman catheter placed in the left subclavian on 4/15/93. On 5/9/93, the patient was readmitted to the hospital with shortness of breath. Imaging studies revealed the tip of the catheter to be in the anterior mediastinum in an extra vascular space. Physician impression was right hemidiaphragm paralysis temporarily related to migration of the catheter with continuous infusion of 5fu. The patient will be followed for return of nerve function.the catheter was removed, but discarded precluding evaluation by the manufacturer. The occurrence was, however, reported to the manufacturer.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.